Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
This is filed to report postprocedural stroke. It was reported that this was a mitraclip procedure to treat grade 3 degenerative mitral regurgitation (mr). There were challenges with visualization and the transseptal puncture (tsp). The tsp was performed and there was no effusion and no change to the hemodynamic status. One mitraclip was implanted reducing mr to grade 1. After the clip delivery system was removed, a small pericardial effusion was noted in the right atrium. Hemodynamics remained stable and the speed of the pericardial effusion was slow. After the steerable guide catheter (sgc) was removed from the anatomy, there was no damage noted on the sgc. The physician suspects that the sgc or the radiofrequency needle may have punctured the atrial wall or torn the septum due to the tsp that was more posterior than anticipated, causing the pericardial effusion. Protamine was administered. Pericardiocentesis was not performed. After the procedure, the patient had atrial fibrillation. The following day, the patient recovered from the effusion and mr was less than mild grade; however, the patient had difficulty moving the left leg. Manual muscle testing (mmt5) of limbs was normal. Magnetic resonance imaging was performed and an embolic lacunar stroke was diagnosed. The physician suspects the atrial fibrillation may have caused thrombus formation which led to the stroke. There was no treatment given for the stroke but hospitalization was prolonged due to an unrelated, acute pancreatic inflammation and pseudo-gout. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. The reported patient effects of atrial fibrillation, stroke and emboli (thrombus) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The patient effects appear to be related to patient morphology/pathology and/or user technique/procedural conditions; and unrelated to the device since there was no reported device issue/malfunction during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.